Event description:
It was reported that when the patient presented for implant procedure the lead was not able to be fixed in the right atrium. The lead was not used and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.